Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test were not preformed due to motor error alarms. The following cosmetic damage was noted: minor scratches on the display window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump kept alarming motor error. Customer's blood glucose was 114 mg/dl. Troubleshooting was performed. The device might have been exposed to x-ray but he wasn't sure. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's son was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.